Event description:
Information received with return of the explanted device notes that approximately six hours post implant of a new lead, there was "sudden unexpected over sensing, loss of output and no telemetry link." There were no symptoms noted.